Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur instrument and instrument data. After analysis of the instrument and instrument data, the fse found the tip of aspirate probe 1 missing, not allowing full aspiration from the cuvette. The fse replaced the damaged probe and ran calibrators and controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high troponin results were obtained on the advia centaur for three patients. The physician(s) questioned the results and the samples were repeated for confirmation on the same system. Corrected reports were sent out. There is no known report of adverse health consequences or patient intervention due to the discordant troponin results.